Manufacturer narrative:
The axium prime coil was returned for evaluation with the sl 10 microcatheter but without the introducer sheath; therefore, any cont ributing factors from the introducer sheath could not be assessed. The implant coil was found extending from the hub of the microcatheter and it was observed to be stretched and broken. There was blood seen inside the hub. The microcatheter body was found to be damaged at approximately 145.0 cm from the proximal end and it was found to be shaped near the distal tip. The axium prime coil was found to be bent near the proximal end. Although the polypropylene filament was found to be attached to the detach element, the implant coil was found to be broken from the pushwire at the location of the coil shell. The outer diameter (od) of the axium prime implant coil tip was measured and found to be within specification. All other subassemblies appeared to be normal and no other anomalies were observed. No further testing could be conducted with the axium prime coil due to its damaged and incomplete condition. During analysis of the axium prime implant coil, no evidence was found that would ascribe root cause for the failure of the axium prime implant coil from pushing out from its introducer sheath. Based on the sl 10 microcatheter and axium prime coil analysis, the customer report of ¿coil resistance / stuck in sheath¿ could not be confirmed. The axium prime implant coil was found to be stuck in the sl 10 microcatheter hub; however, the introducer sheath was not returned. It is possible that the reported resistance during delivery actually occurred within the sl 10 microcatheter hub, which subsequently led to the difficulty pushing the axium prime coil out from its introducer sheath. In regards to the detachment of the axium prime implant coil from the pushwire, it is possible that the implant coil broken loose from the coil shell during return to medtronic for evaluation as the customer did not report a separation of the implant coil from the pushwire at the time of the event. Is it likely that the coil broke subsequent to the stretching of the implant coil, as stretching of the implant coil is a precursor to coil break as specified in our instructions for use (IFU). The product analysis does not indicate a potential or confirmed manufacturing issue, and all coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and axium i.d. (Instant detacher) instructions for use (IFU): precautions: ¿do not advance the coil with force if the coil becomes lodged within or outside the microcatheter. Determine the cause of resistance and remove the system when necessary.¿ warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil.". If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the medtronic implant coil was prepared according to the instructions for use (IFU), but there was difficulty advancing the coil out. The coil was able to exit the sheath for hydration. The coil was found stretched. It was noted that the customer did not notice that there was detachment of the implant coil from the pushwire. No patient injury occurred. No additional information is available.